Event description:
Philips received a complaint on the suresigns vs2+ nbp/spo2 indicating that there was a speaker malfunction, and there was no sound from the speaker. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A remote service engineer (rse) spoke to the customer, and the issue could not be confirmed, because the speaker was working normally. The rse advised to reconnect the speaker. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).